Event description:
It was reported that the customer had a button error alarm and a battery out limit alarm on the insulin pump. None of the buttons are working and the customer's blood glucose level was up to 22 mmol/l. Customer will treat with a pen. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.